Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6), 2009. Patient's legal counsel further reported that a revision procedure was planned for (B)(6), 2014 due to patient allegations of cobalt chromium metal ions and particles being released into patient's blood, tissue and bone as a result of friction between the cocr components. A review of invoice history confirmed the initial surgery date; however, an invoice could not be located to confirm that the revision procedure has taken place. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-02124 & 02125).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a revision procedure was planned for (B)(6) 2014 due to patient allegations of cobalt chromium metal ions and particles being released into patient's blood, tissue and bone as a result of friction between the cocr components. A review of invoice history confirmed the initial surgery date; however, an invoice could not be located to confirm that the revision procedure has taken place. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2014 right hip revision operative report noted the revision was due to pain and the presence of clear yellowish fluid and a synovial fold with a brownish, greenish tint. Operative report further noted there were no signs of scuffing on the head, metallosis or corrosion. The modular head and taper adapter were removed and replaced.